Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screen display was frozen but the reporter could not recall if time was advancing or not. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.